Event description:
The customer reported falsely elevated vitamin b12 result, for one patient, involving the access 2 immunoassay system. The elevated result was not released from the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results. The customer reported the result of 718 pg/ml to the physician. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated patient samples are reanalyzed if the vitamin b12 result is greater than (>)1,500 pg/ml. The sample was collected in 13x100 mm serum separator tube (sst). The customer noted quality control (qc) was within expectation at the time of the sample analysis. System check was also within specification. No system errors were observed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced and aligned the transducer tip, verified voltage of the transducer, adjusted the mixer speed to 2,500 rpm from 2,440 rpm, and tightened the substrate probe. The fse completed successful high sensitivity (hs) system check and 10-repetition test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the transducer tip and voltage. A definitive root cause is unknown.